Event description:
Consumer reported nurse obtained a needle stick injury during use of autoshield pen needle.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check, or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.